Event description:
I had breast implants about (B)(6) 2010 allergan natrelle, and started getting sick (B)(6) 2011. I was diagnosed then with ra and lyme disease. Had lots of pain all those years but really got sick (B)(6) 2018 until now. I have been in the hosp half of 2019 for all kinds of lung and autoimmune issues. I've been told I have 5 different autoimmune diseases including lupus, ra and scleroderma to name a few. I was even recently on the vent for lung issues I have never had before. In (B)(6) I decided to get my implants out after having many drs tell me that could be the issue and 1 im doc told me if I didn't get them out soon they would kill me. Do you have a picture of the product? Yes. FDA safety report ID # (B)(4).